Event description:
It was reported that post a stenting treatment procedure, thrombosis occurred. Access was obtained through the right femoral artery. The target lesion was located in the mid left anterior descending artery. A .014x300cm non-bsc guide wire crossed the lesion and was advanced distally. A 2.0mm x 12mm apex monorail balloon was then advanced over the wire and the lesion was predilated at 10atm for 15 seconds. A 2.5mmx24mm ion stent was deployed in the target lesion at 12atm for 20 seconds. The procedure was successfully completed with no patient complications reported. Medications given included: heparin, nitro, eptifibatide and efficient. (B)(6) after the procedure the patient presented with a thrombosed stent. Access was obtained via the left femoral artery. A non-bsc imaging catheter was advanced to the lesion and ivus was performed. The ion stent was found to be fully apposed and covered with thrombus. A 3.00cmx15mm nc quantum apex balloon was advanced across the lesion and was inflated to 6atm for 9 seconds. A second inflation was performed at 16atm for 11 seconds and finally a third inflation was performed at 14atm for 12 seconds. Ivus was again performed. The procedure was successfully completed with no additional patient complications reported. The patient's current condition is listed as stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).